Event description:
During routine testing of the device at the service center, the user reported the monitor failed the hematocrit saturation probe test. The monitor was originally returned for repair due to an arterial standard reference sensor failure when the probe test failure was found. Since this event occurred at the service center, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.